Event description:
The customer stated about 90u of insulin was received. The reservoirs are changed daily. Additionally, it was mentioned that the tubing and a new recervoir was connected to the customer during the manual prime. No numbers appeared on the screen and the reservoir was half empty. It was suggested that the pump be disconnected and the customer start drinking orange juice as well as taking glucose tablets. The paramedics arrived and treated the low bgs. It was further suggested that the doctor be contacted for medical advice and assistance on a backup plan.